Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a error code related to the charging of the internal battery was observed. The internal battery was replaced to address the issue.